Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device showed signs of repeated use and the weld on the tip had fractured. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue was due to repeated use of the instrument over its 13-year field life, which caused wear and tear to the instrument and led to the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the tip of the screw inserter disengaged from the screw shaft. It was noted the surgery had a hard time removing the screw pin. No known adverse event was reported. No further information is available.